Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the third diagonal coronary artery with injury to 70% of the proximal third, without calcification and without tortuosity. The 3.0x8 mm nc trek balloon dilatation catheter (bdc) was inflated and the balloon was not holding pressure, indicating that the shaft was pierced. The device was replaced. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was not confirmed; however, a longitudinal tear was noted on the outer member a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, the reported material rupture was not confirmed during return analysis of the device; however, a tear in the outer member was noted which likely caused the reported difficulties. The torn outer member is likely due to interaction with device accessories during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem codes 4005, 1354 - removed.

Event description:
Subsequent to the initially filed reports, it was reported that the device was not drilled [pierced] and it did not hold pressure when pressure was applied. No additional information was provided.